Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that insulin pump received power error detected alarm. Customer's blood glucose value was unknown. Customer was unable to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated insulin pump has not been exposed to temperatures below 41°f. Customer stated that notification light did not immediately stop flashing. Customer's husband stated that for the last week or so the insulin pump had been showing the battery was low. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.